Event description:
It was reported that after a da vinci si surgical procedure, during a post-op inspection it was noticed the upper left dial on the tenaculum forceps instrument was spinning freely. As a result of the problem with the instrument the account decided to take an x-ray of the patient to determine if any fragments had fallen into the patient. The x-ray did not show a foreign body in the patient. No patient harm, injury or adverse event was reported.

Manufacturer narrative:
The instrument was returned for evaluation. Per the customer reported complaint the pitch down cable is broken at the distal clevis hub. The cable segment that contains the crimp is missing. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damage was found.